Manufacturer narrative:
Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system outer shaft leaks. Fluid pathway leak was observed on the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. There is a leak in the outer shaft at 3.7 cm from the distal end of the delivery system from a hole in the shaft. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the leadless implantable pulse generator (ipg) a one centimeter hole was observed below the device cup and leakage was noted. The leadless ipg was not used and was replaced. No patient complications have been reported as a result of this event.